Manufacturer narrative:
Investigation summary: no product and no lot# available. No investigation or DHR review can be done. Patient reportedly had bleeding gums. The outcome for the patient is still unknown as of this MDR. Any additional information received will be submitted.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. No product and no lot# available. No investigation or DHR review can be done. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event it is reported that a hedstroem m-access 25mm 015 file broke during use. The broken part was retrieved. Patient suffered bleeding gums. Outcome of this event it unknown as of this MDR, further information requested.